Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305200, batch no: 8236651. It was reported that before use of the bd filter needle after the provider withdrew the medication into the syringe, a hair follicle was noticed in the medication in the syringe. The following information was provided by the initial reporter: per the reporter, "last week," after the provider withdrew the medication into the syringe, he noticed a hair follicle in the medication in the syringe. The medication was not used. The patient successfully received a dose from a new eylea kit.

Manufacturer narrative:
H.6. Investigation: one photo was provided. The photo shows a tray with a vial (small glass bottle) and a 10ml syringe with a needle assembly connected to it. From the photo we can¿t see any foreign matter (fm) in the syringe. It may be there, we just can¿t see it from the photo. All personnel are required to wear personal protective equipment including a hair net and beard cover. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
Material no: 305200, batch no: 8236651. It was reported that before use of the bd filter needle after the provider withdrew the medication into the syringe, a hair follicle was noticed in the medication in the syringe. The following information was provided by the initial reporter: per the reporter, "last week," after the provider withdrew the medication into the syringe, he noticed a hair follicle in the medication in the syringe. The medication was not used. The patient successfully received a dose from a new eylea kit.